Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The location of the lesion, percent of the stenosis, degree of calcification and vessel tortuosity are unk. An unspecified guide catheter was placed and an unspecified balloon catheter was loaded onto the choice plus guide wire. The guide wire was advanced through the guide catheter, however, upon exiting the distal end of the guide catheter, the guide wire was unable to advance further. The physician applied a torquing device and attempted to advance the guide wire using pulsing motions but was unsuccessful. The guide wire, guide catheter, and balloon catheter were successfully withdrawn from the pt. Upon removal, the physician noted that the guide wire had broke at the location of the y-connector outside of the pt. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "ok."